Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E3: reporter is a j&j sales representative. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent removal of a va-clp plate. During the surgery, all fixed locking screw could not be removed. The first reason was young patient¿s bone condition seemed good. The second one was applying adequate power was difficult since screwdriver itself was thin according to a surgeon. Extraction surgery was performed as bone fusion was achieved. The surgery was successfully completed. Patient status/ outcome: stable no further information is available. This report is for one (1) unk - screws: trauma this is report 1 of 2 for complaint (B)(4).